Event description:
The customer reported that the battery of their device was depleting quicker than before, requiring more frequent charging, and the wake button on the pump was harder to press, needing extra force to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support, and since the device was out of warranty, they were in the process of obtaining a new one.